Event description:
Device malfunction: none. Symptoms/ae: bradycardia and stroke. Time of malfunction/ae: after the procedure. It was reported that post a right internal carotid artery stenting procedure, the patient was bradycardic and experienced a stroke. Symptoms included left-sided weakness. A CT of the head showed an acute/subacute infarct of the right paracentral knob motor strip. Treatment included atropine, neosynephrine, cardene and dopamine to maintain systolic blood pressure above 140. Three days postprocedure, the patient continues to have episodes of asymptomatic bradycardia. Physical and occupational therapy have been started. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Stroke and bradycardia are known possible adverse events associated with the use of the device as listed in the xact instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.